Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used sample was received for evaluation. The sample was subjected to both an air tightness test and a liquid tightness test, and no leakage was observed during either test. The returned sample met specifications. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: catheter observed leaking blood from the junction of the cannula and the hub.